Event description:
It was reported that the patient presented for routine generator change. Interrogation prior to the procedure noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.